Event description:
The user facility poc lab called and said the suspect device and base had melted together due to moisture on connectors. The docking station plastic is darker at the connection due to heat. Both had been cleaned numerous times each day with bleach wipes. The device was removed from service. No injuries alleged. The device was replaced and requested to be returned for evaluation.